Event description:
In the operating room the device was found to be leaking a brown fluid. This represented a break in the sterile field and the planned surgical procedure (elective hernia repair) was discontinued. The surgery is rescheduled to assure no infection develops from potential contamination. FDA safety report ID# (B)(4).